Event description:
During use of the constellation vitrectomy equipment, infusion stopped and would not re-start. The machine was turned off and on, and infusion still did not re-start. Several system advisory codes, 3464, 2252, and 6204 were noted. A back up machine was needed to complete the procedure.